Event description:
Information was received from a foreign patient and healthcare provider via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient's first pump was implanted on (B)(6) 2018 and their new current pump was implanted on (B)(6) 2024. The patient was in the clinic on (B)(6) 2025 where they had their intrathecal morphine pump refilled every three months by a neurosurgeon. With the patient's current mobile phone and handset, it either would take a very long time to bolus where it quickly goes to 90 percent where they could give a bolus but then it doesn't go any further, or there was an error message. They received pop up messages that the myptm application was unresponsive. The error occurred multiple times making it difficult to build a telemetry connection to the pump. The service code 156 and code 0x507578a5 were displayed via the patient's personal therapy manager (ptm). The service code 156 is regarding a system error requires a restart of the application. The code 0x507578a5 is regarding the system having encountered an unexpected error. Under what circumstances the issue was observed, this was unknown. The system was also checked by a local company representative who advised to replace the patient¿s handset and communicator. A replacement device was requested to see if that would work better or not. A replacement device was being sent. No patient symptoms were reported. The date the issue was first observed was unknown. The serial number of the defective device and serial number of the implanted pump were unknown. Additional information later received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's age at the time of the event was unknown. The serial number of the patient's handset and communicator was unknown. It was stated that the model number of the pump was 8637 and the serial number was unknown. The patient did not experience any signs/symptoms and there were no known factors that may have contributed to the difficulty/taking a long time to bolus, code 156 and system error code 0x507578a5. It was unknown if the replacement of the devices resolved the issue. It was unknown if the patient was asked to return the device and unknown what the status of the device was.

Manufacturer narrative:
Continuation of d10: product ID a820, lot# unknown, serial#, unknown version: 2.0.1700, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd, unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.